Manufacturer narrative:
The brand name, common device name, device product code, 510(k) have been updated. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Catalog number and serial number: the catalog number and device lot number were documented as unknown in the initial report. The catalog number has been updated as m-8ns-g1 and the device lot number has been updated as j383109023. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as oct 29, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that a broken cutter was stuck inside the attachment device. It was determined that the cutter was inserted incorrectly into the attachment device. The assignable root cause was due to user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that a broken piece of a burr device was inside the attachment device. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.